Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what tissue was being approximated or sutured when it broke? No further information is available. What was used to complete the procedure? No further information is available. Event date? No further information is available. Procedure date? No further information is available. Lot number? No further information is available. No further information will be provided. Trade name - irgacare® active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an oophorectomy (bilateral) procedure on an unknown date and barbed suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.